Manufacturer narrative:
An eval of the returned device found that the device was within specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. (B)(4).

Event description:
This is the second of three reports on the same event for the same pt involving two lot numbers for one product and one lot number for another product. Refer to medwatch 8020392-2010-00014 for a description of the first report. Refer to medwatch 3006186389-2010-00008 for a description of the third report. It was reported by the pt's mother that her daughter experienced a corneal ulcer, infection, and scarring following her use with air optix aqua multifocal soft contact lenses and was treated in the emergency room. Follow-up info from the pt's eye care provider stated the pt was using clear care for her lens care product. The pt did not show up for her follow-up appointment with the eye care provider or reschedule the appointment when she was called. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.